Event description:
Customer called to report a blood leak and non correctable alarm 3 53: return line air detected. Customer stated that they noticed a blood leak on the pump deck in a procedure when 180ml whole blood processed (wbp). At the same time they had alarm # 53: return line air detected. Treatment was aborted and no blood was returned to the pt. Service order will be dispatched upon receive of the purchase order; still pending at the time of this report. Customer will provide pictures and will send the smart card for eval.

Manufacturer narrative:
Batch record review of lot c102 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any specific lot; however, CAPA's (B)(4) are currently open to investigate pressure dome failures as well as pressure dome leaks. This assessment is based on info available at the time of the investigation. The customer has not yet returned the smart card or provided the photos for investigation; therefore, the root cause cannot yet be determined as the investigation is still pending the receipt of these items. (B)(4).